Event description:
Additional information confirmed that the leak occurred prior to contact with the patient, making the event not reportable. A leak that occurred outside the patient may require troubleshooting or replacement of the device, which is likely to resolve the issue and would not result in serious injury or death to the patient. During device preparation, prior to patient contact, for an af procedure using rf ablation, the valve was not working in the agilis introducer allowing air to pass through when flushing. To resolve, the sheath was exchanged. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
Additional information: b5, g3, h2. Additional information confirmed that the leak occurred prior to contact with the patient, making the event not reportable. A leak that occurred outside the patient may require troubleshooting or replacement of the device, which is likely to resolve the issue and would not result in serious injury or death to the patient.

Event description:
During device preparation for an af procedure using rf ablation, the valve was not working in the agilis introducer allowing air to pass through when flushing. To resolve, the sheath was exchanged. The procedure was completed with no adverse patient consequences.